Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient.

Event description:
Information was received from a consumer regarding an unknown patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unknown indication. It was reported that they had researched and found an FDA complaint of a person that had been through overdose and the person said they were getting the same error code (0617). No further information was reported.